Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the helix of the vlp became stretched due to positioning failure. Additionally, the delivery catheter was noted to have activation issues. During maneuvering of the dc, the helix of the vlp flexed resulting in perforation and pericardial effusion. The patient had a drained placed and is currently in the intensive care unit (ICU) recovering. The vlp was not installed.